Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, catheter valve appears intact, is not cracked, has a clear interior, and does not indicate any observed defect. Based on the visual inspection performed, the failure mode could not be confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
The patient had drainage problems for a few days. As soon as the insertion pin was in the valve, it only ran for a short time, but then it stopped suddenly and the effusion only continued when you turned the valve of the catheter. Valve was changed. What was the actual damage they found when they replace the valve? Our on-site employee could not find anything out of the ordinary. Did the patient require additional diagnostics other than the valve replacement to be able to drain. No. How long has the catheter been in place, how often does the patient drain, who drains the patient (family, self, health care personnel): drainage is 3 times a week. The patient was added to our system on (B)(6) 2021. The implantation was possibly 2 days before. We do not know who is performing the drainage does replacing the valve fixed the problem? Yes.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The patient had drainage problems for a few days. As soon as the insertion pin was in the valve, it only ran for a short time, but then it stopped suddenly and the effusion only continued when you turned the valve of the catheter. Valve was changed. What was the actual damage they found when they replace the valve? Our on-site employee could not find anything out of the ordinary. Did the patient require additional diagnostics other than the valve replacement to be able to drain. No. How long has the catheter been in place, how often does the patient drain, who drains the patient (family, self, health care personnel) drainage is 3 times a week. The patient was added to our system on (B)(6) 2021. The implantation was possibly 2 days before. We do not know who is performing the drainage. Does replacing the valve fixed the problem? Yes.